Manufacturer narrative:
Device was not returned for evaluation. In a call with the user, the technical assistance center (tac)support engineer, advised the user to change the lamp and test . The lamp is at 500 hours which is the end of service life for the lamp. The user stated that he was not near the device and will call back once the lamp replaced. To date, there were no other issue reported. Follow ups were made to the user to get information if the issue was resolved, however, no response received. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the user was not able to turn the lamp on. There was no patient involvement reported on this event. No user injury or harm reported .

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root causes could not be identified. Based on the investigation results, probable causes of the reported phenomenon are as follows: six years or more have passed since the subject device was manufactured. The lamp¿s service life exceeded due to a long-time use or malfunction due to age deterioration of the lamp could have caused failure to turn the lamp on. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp. Olympus will continue to monitor complaints for this device.